Event description:
A customer reported that cartridge alarm 30 occurred intermittently over the past two weeks. There was no adverse impact to the customer's blood glucose level. The customer resolved past occurrences by reloading the same cartridge and resuming insulin. Technical support instructed the customer to call back if the issue recurs, and the customer acknowledged and understood these instructions.